Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm6_13.2,-6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. It was reported that the patient has problems with near vision, lens remains implanted. The reporter stated "the patient doesn't want any further treatment for the time being." For patients current condition " problems with reading" was reported. In the reporters opinion the device was the cause of this event. If additional information is received a supplemental medwatch report will be submitted.